Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The video connectors were broken and could not be connected properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center had a loose connector noted during procedure preparation. According to the initial reporter, the staff completed the intended procedure using the subject device without any delays or patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, ¿no image¿ seemed to have occurred due to a faulty video connector socket causing unstable scope connection. Olympus will continue to monitor field performance for this device.